Manufacturer narrative:
(B)(4). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was showing "low pip", "low ve", and "xdcr fault" alarms continuously with a new patient circuit on a test lung. The customer cross checked with a new flow sensor, exhalation valve body, and exhalation diaphragm, but the issue was not resolved. The customer also cross checked with a new main printed circuit board (pcb) and the ventilator system worked satisfactorily. The customer carried out all transducer tests and "circuit pressure:1344 failed" occurred. There was no patient involvement associated with this event.